Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected for use. The venous introducer sheath was inserted. A heparin injection of 2,500 was completed, followed by insertion of the transesophageal echocardiography (tee) probe to perform a measurement of the laa. The transseptal sheath was inserted along with a needle using tee and angiography. Direct transseptal puncture was not performed, and the sheath passed through the septum without using the needle inferior posteriorly as confirmed by tee. An amplatz super stiff wire was inserted and navigated into the pulmonary vein. The transseptal sheath was then exchanged for the was truseal sheath and the remaining heparin dose of 7,500 was administered. The amplatz super stiff wire was then removed and replaced with a pigtail catheter, followed by navigation of the was truseal sheath and the pigtail catheter into the laa. The laa was visualized on the angiogram in two planes using contrast medium and then measured angiographically. The wds sheath was rinsed according to boston scientific (bsc) specifications and then inserted into the was truseal sheath under water lock and checked again for air on the angiogram. After the flx ball was formed under retraction, the closure device was positioned and deployed in the laa. The position, anchor, size and seal (pass) criteria position was not given as the device showed too much shoulder at 90 degrees and was therefore recaptured. When checking the depth of the sheath/flx ball on the tee, the patient went into ventricular fibrillation. The patient was then resuscitated several times, and a coronary angiogram was performed. The patient's ramus interventricularis anterior (riva) was found to be completely occluded. The physician tried to unblock the vessel while resuscitation was ongoing and, after a long time, managed to mostly unblock the vessel, however, the lower part of the riva was still occluded. The patient was pronounced dead approximately one (1) and a half hours after the onset of ventricular fibrillation. The cause of death was cardiac arrest.